Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a printer issue. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a printer not printing the labels. A field service engineer logged into the admin account and checked the print queue. Over 300 print jobs were stuck in the print queue, so the print queue was deleted. Checked the printer driver settings and the default settings. Finally, test labels were printed correctly. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental MDR will be filed once the investigation has been completed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a printer issue. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.